Event description:
Litigation papers allege pain and elevated metal ion levels. Sales rep reported revision surgery. Patient was revised to address corrosion and pseudotumors

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.